Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008k2 hemodialysis system and the adverse events of cardiac arrest and death. The etiology of the events is unknown; therefore, causality cannot be established, however per the idm the patient was critically ill. The idm reported the events were not caused by any fresenius device(s) and/or product(s) malfunction. The esrd population continues to have significantly higher mortality and fewer expected years of life when compared to the general population. While there is no allegation or objective evidence indicating a 2008k2 hemodialysis system malfunction or deficiency caused the serious adverse event(s). The 2008k hemodialysis system cannot be excluded from having a possible contributory role in the serious adverse events. Given the lack of a discharge summary, timeline of events, treatment data, patient demographics, death certificate and autopsy report; the 2008k2 hemodialysis system cannot be disassociated from the events. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (bmt) contacted fresenius technical support services reporting a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) coded during hd therapy on a fresenius 2008k2 machine. During follow-up, the inpatient dialysis manager (idm) reported the chronic dialysis patient was critically ill (specifics not provided) when hd was initiated. The patient coded during therapy and expired several hours later (timeline/specifics not provided). The idm reported the patients expiration was not caused by any fresenius device(s) and/or product(s) malfunction. The 2008k2 hemodialysis system was sequestered following the event(s). During follow-up, the bmt reported the 2008k2 hemodialysis system underwent functional compliance testing. The machine passed all functional compliance testing, performed per the manufacturer specifications, and was returned to service. Per the bmt, the testing was performed per protocol following a patient death and not due to an allegation of malfunction or deficiency. Subsequent attempts to obtain additional information (e.g., discharge summary, esrd death notification, treatment records, hospital records, patient demographics, death certificate, autopsy report) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The machine passed all functional testing without issue. Additionally, a records review was performed by the manufacturer on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached. The machine was returned to service.